Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the pfs272 power was not working, and some voltages were not coming up. Fse replaced pfs power tray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the allura system is automatically shutting down. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the power tray which resolved the issue. The device was returned to use in good working order.